Manufacturer narrative:
It was reported that, "the weld on the unit broke off" and customer "fell to the floor hitting his head and knee against a portable heater". It was reported that, "no medical attention was required" and customer "used an ice pack and used cold soda as an ice pack". Per what was reported the customer stated, "the weld is under the seat, two metal arms come from the back and both welds let go from being attached originally to the front. Consequently the commode cannot hold the plastic bucket nor support the plastic toilet seat". No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that, "the weld on the unit broke off" and customer "fell to the floor hitting his head and knee against a portable heater".